Event description:
Healthcare professional reported that a patient was injected with juvéderm® volbella® with lidocaine, juvéderm¿ voluma¿ with lidocaine, and juvéderm® volux¿. Eight weeks later, patient experienced boil and inflammation outside of injection area. A treating healthcare professional prescribed patient prednisone. Event is ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00156 (allergan complaint # (B)(4)). This MDR is being submitted for the suspect product, juvéderm¿ voluma¿ with lidocaine.

Manufacturer narrative:
Concomitant medical products: concomitant therapies: juvéderm® volux¿. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.